Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 255-32784-275. There was no patient involvement

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error code 255-32784-275 1. When asked, customer did not have the 8015 plugged into ac power when connecting to systems maintenance. 2. After plugging in power cord, error cleared. The customer reported problem of 8015 error code 255-32784-275 was confirmed. A serial number was not provided therefore a review of the device history record cannot be performed. H3 other text : tech support performed troubleshooting over the phone.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 255-32784-275. There was no patient involvement.